Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan 2020 through dec 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 12/08/2021. An investigation was conducted on 01/25/2022. A visual inspection was conducted. The product box was observed to be intact, no visual defects were observed on the product box. The product box was opened and the device packaging was removed. The plastic protective barrier was observed to be intact on all sides. A black/brown hair was observed on the inside of the packaging at the corner. No other visual defects were observed. Based on the returned condition of the device, the reported failure "device contaminated during manufacture or shipping" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro vh-3500, human hair found inside sterile packaging. They noticed a human hair in stuck in between the plastic and the layers of the inner packaging. The packaging was not opened. The product never made it on to the sterile field. They simply opened another device and proceeded normally with the case. No patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.